Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a knot was found in the stent.

Manufacturer narrative:
The reported event was unconfirmed since the product met specifications. The visual evaluation of the returned sample noted one ureteral stent within open original packaging, stent, suture, pigtail straightener, and push catheter present. Despite both ends of the stent being curled and the presence of the suture on the end of the stent, the layout of the stent overall aligned as expected and the device did not exhibit knotting. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that a knot was found in the stent.